Event description:
It was reported that, following a pump replacement for normal end-of-life, the patient exhibited withdrawal characterized by a fever, increased spasticity, sweating, and increased heart rate. The patient was treated with oral antispasmodic and x-rays were taken. The x-rays revealed a questionable sutureless catheter alignment on the receptacle ring of the pump. The existing catheter and sutureless connector were explanted and replaced. It was reported that spontaneous retrograde flow of cerebrospinal fluid was obtained when the catheter was disconnected from the pump. It was also noted that the patient had been hospitalized and the pump had been reprogrammed, though there was no patient injury at the time of report. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709 lot# j0058135r, implanted: 2001 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8578 lot# n153992, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type accessory product ID 8709sc lot# serial# (B)(4), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the proximal catheter segment ((B)(4)) found a deep, circular indent at the bottom of the cup of the sc connector that was consistent with the inner diameter of the tip of the pump¿s outlet port. Pressure testing showed the sc connector to be leaking; most likely due to tearing in the seal material in the cup of the sc connector. Final analysis of the catheter segment ((B)(4)) found holes in the catheter where leaking was seen. The holes were parallel to one another and were found on opposite sides of the catheter. There were slight external marks on the surface of the catheter next to the holes. The nature of the damage indicated that it had been caused by a tool or some sort, possibly a hemostat. It was unknown exactly when the holes were created, but it was assumed that they occurred during the explant procedure. Final analysis of the distal catheter segment ((B)(4)) found that it passed patency and pressure testing. However, there was foreign material on the surface of the catheter, especially in the area where a strain relief shroud for the catheter to the catheter connector should have been. Neither the distal side not the proximal side strain relief shrouds were returned with the catheter. Having foreign material on the surface of the catheter, so close to the pin connector, indicated that the catheter had possibly been implanted without strain relief shrouds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.